Event description:
It was reported that a philips guidewire was used in a coronary diagnostic procedure. During use, the catheter (3008363989-2025-00073) was unable to be removed from the philips guidewire (.) Independently; therefore, both were removed as a system. The procedure was completed with another device. No patient injury reported. This product problem is being submitted because the philips guidewire and refinity catheter were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Block d1: exact brand name is unknown; however this for a guidewire. The lot number was not provided, thus the following information is unknown: serial number, model/catalog number, unique ID, 510(k), expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is brazil. Blocks h3 & h6: the guidewire was discarded, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Based on additional information received, the guidewire that was used with the refinity catheter was not manufactured by philips; therefore, there is no potential for harm with recurrence.

Manufacturer narrative:
Block b5: this has been determined as no longer reportable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.